Manufacturer narrative:
The svc rep replaced f3 55-500343-00 on power distribution pcb. He utilized the table fuse stock. There is an image on both displays at this time.

Event description:
The customer reported the fluoro image on monitor is not working. The system was not used for cases, all cases completed in the other cysto room.